Event description:
Healthcare professional reported textured implant and capsular contracture baker grade iii, rupture, double capsule. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the identified photos: encapsulation, red particles in the shell, opening on anterior extended and labeled as right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side rupture, double capsule. The device was explanted.

Manufacturer narrative:
Continued h6 [health effect impact code]: 2203.

Event description:
Healthcare professional reported textured implant and capsular contracture baker grade iii. The device remains implanted. This relates to the right side.

Manufacturer narrative:
The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported textured implant and capsular contracture baker grade iii. The device remains implanted. This relates to the right side.